Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked three hours and fifteen minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The leak originated from the red alpha clip. There were no loose connections or issues during priming. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 30ml. The patient was not restarted therefore treatment ended thirty minutes early. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.